Event description:
After an implantation period of approx. 27 months, it was observed that the impedance of the rv lead is too high. Both leads lv and rv lead were removed and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed multiple abrasion marks along the lead. In particular the insulation in the distal end was end was found rubbed through. However, this damage is not considered to be the root cause of the reported high lead impedance. Further analysis of the lead did not show any deviations which might have led to the reported high pacing impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Damages such as a deformed rv shock coil and ruptured tines from the lead tip, most likely occurred due to the mechanical forces applied during the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.